Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("pain in the abdomen / episodes of pain") and device breakage ("essure implant broke at the removal") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In january 2015, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure implant broke at the removal / pieces of implant that remained in her belly"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruations"), polymenorrhoea ("more frequent menstruations until twice a month"), pain in extremity ("pain in the legs"), migraine ("acute migraines"), fatigue ("chronic fatigue"), visual impairment ("vision disturbances"), the first episode of disturbance in attention ("vigilance disturbances"), allergy to metals ("positive allergy to nickel"), back pain ("pain in the back"), gait disturbance ("difficulty to walk suddenly") and the second episode of disturbance in attention ("concentration disturbances"). The patient was treated with surgery (uterus and fallopian tubes were removed). At the time of the report, the abdominal pain and device breakage had not resolved and the menorrhagia, polymenorrhoea, pain in extremity, migraine, fatigue, visual impairment, complication of device removal, allergy to metals, back pain, gait disturbance and the last episode of disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device removal, device breakage, fatigue, menorrhagia, migraine, pain in extremity, visual impairment and the first episode of disturbance in attention with essure. The reporter considered allergy to metals, back pain, gait disturbance, polymenorrhoea and the second episode of disturbance in attention to be related to essure. The reporter commented: she was still experiencing episodes of pain. She could only work at 70% due to pieces of implant that remained in her belly. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date: positive to nickel. Computerised tomogram: on an unknown date: unremarkable. Nuclear magnetic resonance imaging: on an unknown date: unremarkable. X-ray: on an unknown date: unremarkable; on an unknown date: after salpingectomy - pieces of implant still present in her body. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("pain in the abdomen / episodes of pain") and device breakage ("essure implant broke at the removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure implant broke at the removal / pieces of implant that remained in her belly"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruations"), pain in extremity ("pain in the legs"), migraine ("migraines"), fatigue ("chronic fatigue"), visual impairment ("vision disturbances") and disturbance in attention ("vigilance disturbances"). The patient was treated with surgery (uterus and fallopian tubes were removed). At the time of the report, the abdominal pain and device breakage had not resolved and the menorrhagia, pain in extremity, migraine, fatigue, visual impairment, disturbance in attention and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device removal, device breakage, disturbance in attention, fatigue, menorrhagia, migraine, pain in extremity and visual impairment with essure. The reporter commented: she was still experiencing episodes of pain. She could only work at 70% due to pieces of implant that remained in her belly. Further company follow-up with the other is not possible. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.